Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). The patient reports that once in a while, the stimulation shocks her. The patient states she noticed this issue last week. No further complications were reported/anticipated. See related pe (B)(4) for information related to software problem.